Event description:
The facility's biomed technician reported an infusion pump with failure code 810:04 during biomed testing. Attempts were made by baxter quality management to obtain information regarding if there was a report of patient incident but no additional details were able to be obtained.